Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted, replaced and repositioned. Postoperatively, the patient has effective therapy.